Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon needed to control the bleeding on patient's right side after bilateral salpingectomy using the device. Patient had a history of repeat cesarean-section prior to bilateral salpingectomy. Surgeon used multiple sutures and adjunct hemostatic agent to accomplish hemostasis on right side to complete the surgery. The device had evidence of energy delivered and end tone. There was no re-grasp alert. Blood loss was 1000 cc. No blood transfusion needed.